Manufacturer narrative:
UDI report number: (B)(4). The subject device is not available for evaluation, as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is re-approximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and operational context contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that the 7300tfx 31mm bioprosthetic mitral valve was explanted at implant due to av groove disruption. This case involved a (B)(6) male who was found to have severe mitral regurgitation and mild to moderate mitral stenosis due to calcified posterior leaflet. He underwent mitral valve replacement initially with a 31mm bioprosthetic valve, but was found to have av groove disruption. He required return to bypass and ultimately intracardiac repair of the av groove disruption and replacement of the mitral valve with a 25mm 7300tfx valve and CABG. He was noted to have lv failure requiring intraaortic balloon pump placement. Intraoperatively: after calcification debridement, the annulus was sized to 31 mm using the magna mitral sizers. The 31mm 7300tfx valve was lowered in place and then secured in place with a car-knot device. The valve was tested and it was competent. The left atrium was closed. The patient was weaned from bypass without difficulty. Tee echocardiogram showed good function of the valve with no evidence of valvular insufficiency or perivalvular leak. Right before protamine administration and de-cannulation a large amount of blood was noted coming from the back of the heart. Upon inspection the back of the heart, an av groove disruption was noted. Two attempts were made to repair the areas of bleeding without success. The surgical team elected to remove the previously implanted bioprosthetic valve. The site of av groove disruption was noted from the inside as the external sutures could be partially seen. Bovine pericardial patch was used to repair the av groove disruption which extended to the p1 area. After the repair, the annulus was resized to a 25mm. The greater saphenous vein was harvested from the left lower extremity to perform a graft to the single dominant om. A 25mm 7300tfx valve was implanted. Then the chest was closed. After the procedure, the patient was taken to the ICU in critical condition.

Manufacturer narrative:
Reference CAPA-20-00141.